Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2011-02024, 3005099803-2011-02025, 3005099803-2011-02026, and 3005099803-2011-02027 address these devices. It was reported to boston scientific corporation that four 10fr x 9cm advanix stents biliary stents was removed from the common bile duct during a scheduled stent removal procedure of a patient (patient age, sex,weight, and event date are unknown). During the removal procedure, the first three stents were removed with a snare and the stents stretched upon removal. Upon removal of the fourth stent, the stent broke in two pieces. In the case where the stent broke in two pieces (manufacturer report # 3005099803-2011-02026), all stent fragments were removed from the patient. The procedure was completed with no reported patient complications.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.